Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented emergently twenty-one (21) days post-op with right groin pain. A CT completed showed that the right iliac limb had disengaged from the right common iliac artery and retracted into the aneurysm sac. A re-intervention was performed to place three (3) additional iliac limb stent grafts to extending the distal seal successfully excluding the aneurysm. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.